Event description:
It was reported that elevated threshold, low impedance, and noise were found on the lead. Lead was explanted due to infection. At explant, insulation damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported low impedance measurement anomaly was not confirmed in the laboratory. The lead was returned cut in two pieces . Examination of the lead did not reveal any damage to the returned pieces that could cause low impedance measurement anomaly. The svc lead conductor cable was externalized. An insulation abrasion was found underneath the svc shock coil at multiple regioons